Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: promus element mr ous 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage. The proximal end of the stent was damaged and bunched causing the stent to move 3mm from the distal end of the proximal markerband in a distal direction. The first distal strut segment was flared slightly. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-oct-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25x16mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.